Event description:
A malfunction alarm with code malf 12 was reported, which did not cause an adverse impact on the customer's blood glucose level. The technical support team provided information on resetting the pump, and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if further issues arose.